Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump does not deliver insulin or give any alarms. It was stated that the motor was making a noise. Troubleshooting was performed, and insulin did not exit during a test bolus. Also, there were no alarms in the alarm history. During the prime process, instead of using a reservoir, a finger was used to stop the motor but no alarms sounded. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. However, the motor was noisy during testing due to a faulty motor. The insulin pump was received with cracked battery tube threads.